Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 285 units of insulin during the load sequence. Customer¿s blood glucose level was in 200-300 mg/dl range. Reportedly, customer reverted to an alternate method of insulin therapy.